Event description:
Surgeon was renewing films for the pt implanted with synex ii cage for l2-l3 corpectomy. Synex ii cage implanted (B)(6) 2009. Pt was involved in auto accident in (B)(6) 2011, and presented to surgeon. Surgeon took x-rays on (B)(6) 2011, and determined that the synex ii cage had become displaced, and the inferior and plate had dislodged from the construct. No treatment was done at that time. Pt has not returned to surgeon or hospital since (B)(6) 2011. Pt's condition and whereabouts are unk at this time. It was noted that pt has cancer.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.